Event description:
It was reported that a surgeon noted the lead pins were put in upside down in pt's model 101 generator while performing a prophylactic replacement surgery of the generator. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis of the explanted generator revealed the generator did not operate within designed limits of the final electrical test specification. The device failed the positive output backup capacitor to can measurement (-0.340v), while specification limits are between -3.3v and -2.2v. Bench analysis determined that only the negative output backup capacitor was out-of-specification and that the positive output backup capacitor's waveform measurement on the final electrical test was skewed by the out-of-specification negative output backup capacitor. Moreover, the pt did not report any adverse events due to the component out of specification, but rather stated that vns helped reduce and manage the seizures.